Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro on an unknown date. The customer reported that there was clear breakage at one of the two non-return valves which led to the leak of the medicinal product. The incident occurred during handling by the private nurse at the patient's home who initially described to us a leak then a clear break as if there was a pre-existing fragility. The customer felt that it seemed unlikely that a handling error could have led to such a breakage of the device. As a result of the breakage, the patient did not receive the full prescribed dose and the patient will suffer the consequences of not having received a full dose. There was a one hour delay in therapy. The therapy was not completed because part of the product leaked. There was no blood loss considered clinically significant. The drug administered was flebogamma injection 20g ¿ immunoglobulins. There was no exposure to cytotoxics. Of the 400ml of the initial total dose, approximately 350 ml could be administered to the patient. There was patient involvement but no report of patient harm.

Manufacturer narrative:
Device returned to manufacturer on 5-oct-2023. The reported complaint of broken/separation was confirmed on the returned set. An image was provided by the customer showing the separation. During visual inspection, the clave white spike was observed to be broken and separated from the trifurcated connector. A part of the adaptor connected to the clave white spike was inside the trifurcated connector. Beach marks were observed at the broken region. The other adaptor of the clave white spike was separated by hand from the bond pocket. When the bond was microscopically examined under uv light, spotty solvent coverage was observed on the adaptor and the trifurcated connector. The probable cause of the spotty solvent coverage had occurred due an error during assembly at ensenada. The probable cause of the broken connector had occurred due to unintentional bending forces applied during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.